Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where coagulum and an impedance spike occurred. It was noted that the generator was being used in power control mode, and that there were no error messages or issues related to temperature or flow. Though the impedance was high, the system did not continue to ablate above the cut off value. There is no information regarding the temperature/impedance/power values, or whether an anticoagulant was in use. The issue was resolved by changing out the catheter, and the procedure was completed without patient consequence. Coagulum exhibits poor adherence to catheters and transseptal sheaths, which makes it a potential source of embolism. As a result, this event is MDR reportable.